Event description:
On (B)(6)2017, the reporter contacted animas and alleged that the continuous glucose monitor (cgm) sensor could not adhere properly to the insertion site and could not be used. It was reported the patient¿s blood glucose on (B)(6)2017 was 1.7 mmol/l. Per the manufacturer, it is the patient's responsibility to make sure the sensor stays adhered to their skin. The user is also instructed not to solely use cgm technology when making dosing decisions with the pump. This complaint is being reported as the patient experienced hypoglycemia subsequent to the user error of not ensuring the sensor was attached.